Event description:
Per customer, the tip of the lumen (opposite side of the shaft) stimulated the pt's stomach and caused a gastric ulcer sixty days after placement. Customer alleges that the balloon had not deflated prior to the incident and was checked every 7-10 days for inflation. The bolster remained in the correct position. Customer confirmed the inside of the tube is foul with nutrition. No other device was used as a replacement. Pt is being treated with medication and is in stable condition.